Event description:
It was reported that the patient's right ventricular lead exhibited an insulation breach. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Further information was requested but not provided.